Manufacturer narrative:
Since no lot number is available, a detailed investigation, test or reference samples or batch review cannot be conducted. Therefore, this complaint will be closed. This issue will be monitored through pms, product trends and malfunction. If any trends picked up, this will flag on the tips and alerts according to qomqr procedure.

Event description:
Reference number (B)(4). Event occurred in norway. It was reported that patient faced infusion set leakage event on (B)(6) 2025 and experienced high blood glucose (bg). No further information available.